Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl and treated with carbs. Customer states they having auto mode issues and it keeps giving blood glucose required and calibration request on message. The customer declined to troubleshoot for low blood glucose and auto mode issue because they did not had the insulin pump or transmitter with them. The device will not be returned for analysis.